Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Asset: 8100 pump module 9.1.17.7. Case description: customer during the preventive maintenance process recognizes rate accuracy failure. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: calibration. Case resolution: customer during the preventive maintenance process recognizes rate accuracy failure. Suggested to customer to retest (device failed). Assisted customer in a remote session to step through the rate calibration procedure. Device failed to deliver expected rate of 12 ml/h. Customer received a volume measured at 10.91 grams (range expected, between 11.6, to 12.4 grams). Suggest to customer to send device for repair/replacement of the logic board. Customer to call back if any further issues of concern.